Event description:
Customer reported that an intraocular lens (iol) was fully inserted in patient's right eye and then the plunger got stuck. After insertion, they noticed iol had a scratch. Iol had to be removed and suture had to be cut. Customer is not sure if the haptic got cut off while removing the iol. Retinal grasper was used to cut the iol in half. No vitrectomy was performed, the eye had to be numbed, incision was enlarged and one (1) suture was used. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on jan 31, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the simplicity was received with cartridge tip damage. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. No plunger rod issues could be identified; therefore, the complaint issue could not be confirmed, and no product deficiency could be identified. Visual inspection, of the iol, revealed that the lens was received with a cut on the optic body. The lens was cleaned and, lens damage was observed. The complaint issue could not be confirmed, and therefore no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.